Manufacturer narrative:
Investigation results indicate that he most likely cause of breakage was lack of irrigation combined with excessive force and/or the application of a bending moment during use. A review of the label, #5820-103-702 revision aa, the label indicates by way of an expandable label 0036-902-000 revision b icon "do not use excessive force". The associated devices IFU for use was reviewed and contain the following warning; "do not apply excessive pressure, such as bending or prying, with the cutting accessory. Excessive pressure may bend or fracture the cutting accessory." The quality investigation is complete.

Event description:
It was reported that during a craniotomy procedure, the bur broke. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully using a back-up bur.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a craniotomy procedure, the bur broke. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully using a back-up bur.